Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative 2018-01-18. It was reported the representative had programmed around electrodes 10-13 and it was unknown if the issue was resolved. The cause of the impedance issue is unknown. The patient¿s weight was unknown. No further information was provided. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient was having to recharge a lot more, which started in (B)(6) 2017. When the rep checked the impedances they found that electrode 10 and 13 had impedances of less than 50 ohms. All lead combinations were otherwise between the 700 and 900 ohm range, using different reference points. The patient was programmed to use electrodes 10 and 13 on the percutaneous lead. The rep was advised to reprogram the patient not using 10 and 13 together to see if that would provide pain relief, otherwise it was stated that a revision may be necessary to resolve the therapy issue. It was reported the event occurred in (B)(6) 2017. No further complications were reported/anticipated.